Manufacturer narrative:
A correction of field # b3 date of event, # g3 date received by manufacturer was required. Previous date of event: 09/05/2024, corrected date of event: 09/04/2024, previous date received by manufacturer: 09/05/2024, corrected date received by manufacturer: 09/04/2024. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the expiratory pressure transducer printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer printed circuit board is part of the pressure measuring in the system. The device's logs were received and evaluation of the test log confirm occurence of the reported issue. Moreover, the technical alarm indicating airway pressure sensor error has been found in the logs. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).